Event description:
A medtronic representative reported that the surgeon felt inaccurate during a biopsy. The biopsy area of interest was near the patient's brain stem and the surgeon did not feel accurate enough to continue the surgery. Surgery was rescheduled. Rep stated that the surgeon registered with pointmerge using fiducials. The patient was in the prone position and the patient had loose skin in the head area. (B)(4) also stated that the patient was in a mayfield head restraint, however due to the position of the patient the star burst was covered and the surgeon was not able to attach the patient reference frame to the mayfield and had to attach the frame to the bead rail. The frame and patient's head was immobile. A t-1 scan was used for the surgery. It was later reported that the surgeon decided not to reschedule the biopsy and the patient did not have a biopsy.

Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. Software investigation completed. From the event description, the setup for registration was not proper since the patient reference frame was not attached to the mayfield and instead the frame was attached to the bed rail. A medtronic representative went to the site and tested the system. The system performed accurately during testing. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.